Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the head, liner and stem products were returned for investigation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. No product defects were noted.corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2010 by mom via tha. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the head (p/n: 962712000), the insert (p/n: 121887350), the stem (p/n: 961102500) and a cup (kyocera¿s product, p/n: 121780050) because the patient had a pain and a suspicion of a dislocation due to the loosening of the implants. The surgery was completed, and it was unknown whether there was any surgical delay. We got investigation request for the cause of the loosening of the implants, a trunnions and other corrosion. No further information is available.